Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The batteries were replaced and the battery charger board was re-calibrated. The filament driver board and a fuse were replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a charger failed error message. No pt injury was reported.